Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016-product analysis: the device was returned and evaluated by product analysis on 07/22/2016 with the following findings: the power issue could not be duplicated. Review of the pump¿s black box revealed rebooting events. Investigation revealed a battery compartment crack. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. A battery cap was not returned with the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.